Event description:
During a post-implant interrogation electrical anomalies were noted relative to the subject pacemaker: impedance above 3 kohm, no ventricular sensing, pacing pulses not visible on the ECG. Atrial sensing was fine. A pacemaker revision was performed subsequently. During the re-intervention normal values were measured on the leads. When the ventricular lead was connected to the atrial port and atrial lead to the ventricular port, similar anomalies were observed in the atrial channel. The pacemaker was replaced.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.